Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter due to urethral atrophy. The patient underwent surgery to replace the device. No anomalies were observed in the explanted device. There were no further patient complications.